Manufacturer narrative:
This report is for an unknown click¿x screwhead/locking cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product codes: mni, mnh, kwp, kwq. Unknown what was explanted during each of the revisions. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the patient was implanted with a click'x construct at unknown levels on unknown date. The patient developed adjacent level disc disease and was returned to surgery on (B)(6) 2015 where the surgeon extended the click'x construct at unknown levels. It is further reported the patient was again returned to surgery approximately one year later, exact date unknown, due to one of the click'x screwheads/locking caps popping off of the construct. It is unknown how this issue was discovered. It is unknown what was explanted during each of the revisions or what, if anything, patient was revised to during the second revision. No further information is available for this event. This reported addresses the second revision procedure; the first revision is addressed on (B)(4). This report is for an unknown click'x screwhead/locking cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient height reported as 5¿6¿ part number provided. UDI:(B)(4) lot number unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On or about (B)(6) 2015 patient reported reoccurring back pain and muscle spasms which she felt had contributed to a general depressed and sad mood; patient is severely obese. On or about (B)(6) 2016, it was noted that one of the screws at s1, previously reported to be "deeply lodged¿ in patient¿s artery, had bent. It was further noted that two (2) screws at l4 were broken, and that the click'x screw heads /locking caps were popping off of the construct. Since the previous surgery, the patient in spite of post-operative physical therapy; reported feeling frozen, having ongoing lower lumbar region pain with radiation out to both hips at times. She reported that sitting for more than 30 minutes, without getting up and moving around, results in both lumbar and sacral region pain. Patient reported decreased mobility even when walking on a flat surface she is can only walk about 3 houses down from her driveway and back without greatly increasing the lumbar region pain. Patient still in unable to lie on her back, has difficulty sleeping and general fatigue and has to be extremely careful and methodic when changing positions up and down from a chair and when getting in and out of a car. In (B)(6) 2016 it was identified that there were problems with the hardware (2 screws at l4 were broken and the 2 l4 screw heads were popping off/ s1 was identified as bent). Patient was returned to surgery on (B)(6) 2016 where surgeon removed all synthes hardware and cleaned the wound; (a total of 2 rods and six screws, 6 locking caps) were removed. The patient was revised to competitor¿s construct including transforaminal lumbar interbody fusion (tlif) from the left at l4, l5 and pedicle screw l4-s1. A competitor's elevate implant was added along with allografts and autografts morselized bone for posterolateral arthrodesis. An open reduction of l4-l5 spondylolisthesis was performed. The hardware was difficult to remove due to the amount of dissection required over the thecal sac to free it from all of the adhesions and due to the extreme amount of scar tissue. There were no complications and the patient was stable after the procedure. Concomitant devices reported: clickx rod (part number unknown, lot number unknown, quantity 2); clickx locking cap (part number 498.570, possible lot number 931519 & 9315194, quantity 6); clickx screw (3 at l5 and 1 at s1)(part number unknown, lot number unknown, quantity 3)

Manufacturer narrative:
Therapy date: concomitant parts updated. Therapy date for clickx rod and clickx locking cap is reported as (B)(6) 2005, exact date is unknown. (B)(4). This report is for two (2) broken unknown clickx screws at l4 level. Part and lot numbers are unknown. Without a valid part and lot number, the UDI is not available. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was initially implanted with clickx system at l5 to s1 in (B)(6) 2005. Patient was returned to surgery on (B)(6) 2006 for revision of broken screws at l5. Patient again returned to surgery on (B)(6) 2015 for extension of construct from l4 to s1. During that procedure it was noted one of the screws at s1 was "deeply lodged¿ in patient¿s artery. It was also noted that a competitor's interbody device was also implanted during this procedure. It is not known at what level. In (B)(6) 2016, it was noted that the screw at s1 that was reported to be "deeply lodged¿ in patient¿s artery had bent. It was further noted the two (2) screws at l4 were broken. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. Patient was revised to a competitor's construct. This report addresses 2016 revision surgery. Thw 2006 revision surgery is addressed in a linked complaint (B)(4). The 2015 revision surgery is addressed in a linked complaint (B)(4). Concomitant medical products: clickx rod (part number unknown, lot number unknown, quantity unknown); clickx locking cap (part number unknown, lot number unknown, quantity unknown); clickx screw (2 at l5 and 1 at s1)(part number unknown, lot number unknown, quantity 3). This report is for two (2) broken unknown clickx screws at l4 level. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Concomitant medical products: part number 498.571, lot number 1436606, for 3-d head and part number 498.570 and two possible lot numbers, 931519 & 9315194 were provided for two locking caps. It is unknown if these devices were involved in this case. Additional quantity of locking caps is unknown. Therapy date for clickx rod and clickx locking cap is reported as (B)(6) 2005, exact date is unknown. Therapy date for all other concomitant devices is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: clickx rod (part number unknown, lot number unknown, quantity unknown); clickx locking cap (part number 498.570, possible lot number 931519 & 9315194, quantity 2); clickx locking cap (part number unknown, lot number unknown, quantity unknown); clickx screw [2 at l5 and 1 at s1] (part number unknown, lot number unknown, quantity 3); 3-d head (part 498.571, lot number 1436606, quantity 1).